Manufacturer narrative:
Exact date unknown, event occurred in may from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and that the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility protocol.